Manufacturer narrative:
The customer¿s report that the device had a channel disconnect with a loss of communication was confirmed. Physical inspection of the device showed the right (male) iui connector had contamination and corrosion. The left (female) iui had no signs of contamination or corrosion. Analysis of the pcu event log shows there were two channel disconnect alarms that occurred at 02:52 and 20:09 on (B)(6) 2016. The pump modules were in the following physical locations on the pcu: s/n (B)(4) ¿ channel a. S/n (B)(4) ¿ channel b. S/n (B)(4) ¿ channel c. S/n (B)(4) ¿ channel d. When the first channel disconnect alarm occurred, s/n (B)(4) channel a had just completed a programmed infusion, and s/n (B)(4) channel b was infusing a basic infusion of an unknown fluid. The event logs recorded a network communication disconnect for channels a and b. The two devices detached, then reattached before both going into idle mode. The infusion on channel c continued. Channel d had been in idle mode. The second channel disconnect occurred at 20:09. All four modules were infusing. Channel a (infusing norepinephrine) and channel b (basic infusion of unknown fluid) had a network communication disconnect and went into idle mode; channel c (infusing dobutamine) and channel d (infusing epinephrine) had their channels labels reassigned, but continued to infuse. During testing, a channel disconnect alarm was able to be replicated by physically manipulating the devices while all four pump modules were infusing. The channel disconnect alarm would only occur with pump module s/n (B)(4) connected. The root cause of the reported event was identified as corrosion and contamination on the right iui of pump module s/n (B)(4).

Event description:
The customer reported that two pump modules shut down during an infusion. At an unspecified date and time, channel a was turned off after an intermittent IV completed. Subsequently channel b infusing a plain carrier fluid turned off spontaneously. In the evening on (B)(6) 2016 channels a and b turned off spontaneously with vasoactive drugs levophed and epinephrine infusing. The pcu did not shut down. The pcu and all four attached channels were taken out of service. It was initially reported that there was no patient harm because new channels were already attached to the IV pole and were set up immediately; it was later reported that although the patient experienced "some hemodynamic instability as a direct result of the interruption, he quickly returned to his pre-pump-failure baseline" after the event. At an unknown date/time the patient expired; the customer is unable to confirm whether the event contributed to the patient's death but indicated it likely did not. The facility biomed mentioned noting corrosion on the pcu iui connectors and a burnt smell but no visualized smoke. The devices at the facility are cleaned with caviwipes.